Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hub was broken. It was reported that blood and fluids were backing up into the hub while they were flushing the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No adverse patient consequence was reported. The hub was broken. The hemostasis valve (gasket) did not break into two or more separate pieces. The hub did not become detached from the sheath. The sheath was outside patient¿s body. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. No medical intervention was required to stop the bleeding. This was assessed as MDR reportable product malfunction.

Manufacturer narrative:
The device evaluation was completed on 06-jun-2022. It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small. The hub was broken. It was reported that blood and fluids were backing up into the hub while they were flushing the vizigo¿ sheath. The vizigo¿ sheath was replaced and the issue was resolved. The case continued. No adverse patient consequence was reported. The hub was broken. The hemostasis valve (gasket) did not break into two or more separate pieces. The hub did not become detached from the sheath. The sheath was outside patient¿s body. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was unknown. No medical intervention was required to stop the bleeding. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The hemostatic valve separation could be related to the fluids backing up into the hub and the breakage reported by the customer. A device history record evaluation was performed for the finished device [00001901] number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).